Event description:
Customer reported receiving calibration errors and sensors errors. He stated that the calibration he entered did not show in the calibration history. Customer stated that he received this alert while he was at work, and that he works at a nuclear power plant. He stated that this alert occurred after the initialization period. It was found that the sensor was properly inserted and laying flat. Customer stated that there was no damage on the connection bridge or pins. Customer was unable to run a test plug procedure. He was advised to remove the sensor and confirmed that it was bent. He did not want to troubleshoot for the calibration error. The blood glucose reading was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.